Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display and keypad anomaly. Customer stated all buttons are not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
P cap locked in place properly during testing. Device passed displacement test and self test properly. All buttons functioning properly during testing. No keypad anomalies or frozen screen noted during testing. However, corroded electronic assembly noted during visual inspection.